Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 371 mg/dl. No bg meter comparison value was taken. The patient self-treated with 9 units of insulin. After injecting the insulin, the patient tested his bg meter reading which was 77 mg/dl. The patient then drank some mountain dew to bring his bg level up but upon rechecking his bg meter reading, it dropped to 35 mg/dl. The patient then began seizing. The patient¿s sister treated the patient with (2) doses of glucagon. During the seizure, the patient¿s cgm was in a brief sensor error state. The patient¿s seizure lasted for approximately 5-10 minutes. The patient¿s sensor was also removed. The patient's bg meter reading after treatment with the glucagon was 205 mg/dl and a new sensor was inserted. The patient did not seek any assistance from a higher level of care. The patient felt ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.